Manufacturer narrative:
The device ro14035 has been inspected for investigation purposes. The tests performed confirmed that the length of the optical sensor was not optimal. The defective part was set correctly for repair purposes.

Event description:
During an intervention performed at the customers site by our field engineer, it was identified that the optical distance sensor was non-functional. There was no patient involvement reported.